Manufacturer narrative:
This report is submitted on jun 5, 2023.

Event description:
It was reported that the battery charger allegedly showed signs of being burnt. There was no allegation of serious injury associated with the issue. The battery charger has not been returned to the manufacturer as of the date of this report.